Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient sustained a burn from the charger while charging the implant.

Manufacturer narrative:
Additional information was received that the patient did not received any medical intervention, as the physician did not think it was a burn.

Event description:
A report was received that the patient sustained a burn from the charger while charging the implant.